Event description:
It was reported that one one-link needle-free IV connector was observed with no flow. According to the reporter, this event was noted during a contrast injection procedure on a patient. The CT injector had alarmed with "high pressure" during the injection. However, there was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.